Event description:
Customer reported instrument pipetting tip #4 is leaking/dripping during movement across the work surface. A potential for contamination of biohazardous spill is possible, which may result in unexpected reactivity of tests. No death or serious injury was associated with this incident.

Event description:
Customer reported instrument pipetting tip #4 is leaking/dripping during movement across the worktable. A potential for contamination or biohazardous spill is possible, which may result in unexpected reativit of test. No death or serious injury was associated with this incident. This report corresponds to micro typing systems complaint 498523.